Manufacturer narrative:
On 17-aug-2021, mentor received additional information regarding this event. Extracapsular silicone was found in the patient¿s left axilla post-rupture. Coding has been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3-sep-2021, mentor learned that the device was discarded and is not available for return. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient suffered chest injury on the left side and left side pain. The patient experienced bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2021, it was reported to mentor that the patient¿s date of removal was (B)(6) 2021, replaced with non-mentor device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and suffered from a capsular contracture and patient dissatisfaction with procedure outcome and a rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.